Event description:
A customer contacted beckman coulter inc. (Bec) stating that they received two (2) damaged cubetainers of unicel dxi wash buffer that caused the contents to leak. There was no affect to patients or end users in connection with this event.

Manufacturer narrative:
The customer was sent replacement. (B)(4).